Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. Analysis of the lead found distal conductor was fractured (overstress) and distorted. Blood was noted in/on helix/lobe mechanism. Implant damaged was noted. Analyst noted the lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt, there was an issue with the screw on the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.